Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer experienced an elevated blood glucose (bg) level of "high", specific value not specified and with high ketones. Customer gave a manual injection to address bg. Customer changed pump supplies to address the issue. It was also reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue.